Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported separation was confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).

Event description:
It was reported the procedure was to treat a tortuous and calcified lesion in the popliteal artery. The whisper guide wire was advanced to the lesion. However, during withdrawal of the balloon catheter, resistance was met with the guide wire. The balloon catheter was withdrawn, but the guide wire broke inside the sheath. The guide wire separated portion remained at the edge of the sheath; therefore, the balloon catheter was re-inserted in an attempt to retrieve the guide wire but was unsuccessful. The patient was sent into surgery to have the guide wire extracted. No additional information was provided.